Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found a fragment of the upper proximal threads were damaged stripped. The sample shows biological residue along the surface, evidence of manipulation during surgical procedure. The condition of the device upon newly receipt remains unknown. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces during usage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l14 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history: part:04.211.014ts. Lot:372l601. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 13 feb 2025. Expiration date: 01 feb 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.014. Non-sterile lot # 48916p7. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:09 jan 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for clavicle fracture. After the surgery, the sales rep was informed by the distributor that burrs had appeared while inserting the screw in question, so a different product had been opened and used. The surgery was completed successfully without any surgical delay. No further information is available.